Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported a backup battery (ebb) fault to primary system controller that began on (B)(6) 2025. Ebb was issued (B)(6) 2024. On further inspection, the patient had damage to their bend relief white power cable and alarm sounds were diminished so the entire system controller was replaced. Ebb was within date. Log files were sent for review, and they captured on (B)(6) 2025, ebb faults. The ebb faults were due to the ebb failing the load test.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault and damaged strain relief was confirmed with the returned system controller (serial # (B)(6)); however, the reported event of diminished sound could not be confirmed. The reported backup battery fault alarm was confirmed via log file analysis. Data from the reported event date of 18mar2025 was reviewed. The controller event log file revealed backup battery fault alarm became active on 18mar2025 at 9:02:30. The alarm appeared to have cleared and recurred at 12:28:51. The alarm did not affect the controllers ability to operate the pump at the set speed. The driveline was disconnected on 18mar2025 at 14:07:57, which appears related to the reported equipment exchange. The alarm activated due to the backup battery not passing load test. At the time of this alarm¿s activation, the loaded voltage was measured not within the acceptable threshold compared to the unloaded voltage. Functional testing was performed on the returned device and all visual and audible alarms activated when they were induced. The returned backup battery (serial # (B)(6)) was discharged then fully charged within the returned system controller. A backup battery fault alarm was unable to be reproduced during the evaluation. Visual inspection confirmed the strain relief of the white power cable is damaged with visible green/blue fluid. The damage did not result in any atypical alarm during the evaluation. Decibel meter measurement of both audio transducers passed the minimum specification. The noted foreign debris in the perforation did not affect the decibel level of the transducer. A root cause that led to the damaged strain relief and diminished sound could not be determined. Regarding the backup battery fault alarm, a root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarm. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. Under ¿system operations¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ fluid ingress and conductor breakdown was also noted during the investigation. The device did not pass section 7.1 of the functional test procedure, which the measured value indicates beginning stages of conductor breakdown with the underlying wires. The conductor breakdown of the underlying wires is an additional finding that did not result in any atypical alarm during the evaluation. After testing was completed, the outer jacket was delayered, which revealed green/blue fluid underneath the power cable. No further information was provided. The manufacturer is closing the file on this event.